Event description:
Customer reported the system was not booting up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the camera. System operates as intended. The total number of events being summarized. Please note the MDR's associated with tis report are filed late in response to the remediation efforts of ge healthcare. This report is filed under the FDA's retrospective summary report.